Event description:
It was originally reported that the pt's device quit working. The hcp attempted to fix the pt programmer but ID did not get resolved. It was later reported that the pt had no stimulation sensation and never had therapeutic effect. The pt's ipg worked for only a couple months after implant. Finally it was reported that the pt had a fall, the lead needs to be revised and the device does not work at all. The pt has no health insurance. The surgeon will not revise the lead until the pt obtains health insurance.

Manufacturer narrative:
.